Manufacturer narrative:
G4: 03apr2020 b4: (B)(6)2020. There was no allegation of a device malfunction. This repair was done as a preventative measure and was reported in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26mar2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.